Manufacturer narrative:
On september 2, 2023, we received the MDR email from the FDA. On september 9, zhende contacted the distributor to ask for more information about this adverse event. On september 12, the distributor responded that the user facility should be contacted. On the same day, we contacted the user facility and has not received any reply. On september 14, we contacted the user facility again, but no replies has been received yet. Til the date when the this report is submitted, we have not heard from the user facility yet. No batch information was provided, neither the affected device was provided. The information of the patient is not known and the use scenario was not provided, hence no testing or investigation has begun. This event would be duly recorded. When we receive sufficient information, we would start investigation immediately. The report is outside of 30-day reporting timeline because we were in the enrollment process for electronic submission and the new production account from esg portal was just approved. This report is sent in response to the report (report number: mw5144745) received through FDA's medwatch program.

Event description:
A user reported that had an allergic reaction to the island dressing.